Event description:
During a baxter eval, it was found that a pump has a system error 322. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the system error 322. The eval found that the upper auxiliary assembly was failing. The upper auxiliary assembly will be replaced.